Manufacturer narrative:
Study report. Evaluation summary: the customer reported the filter was discarded. The lot number was provided. The instructions for use recommend a variety of techniques that can be used to assist passage of the recovery catheter such as: rotate the patient's neck from side-to-side, change the position of the guiding catheter or guiding sheath, and modify the tip shape of the recovery catheter. The shapeable tip design is torqueable and steerable. Removing the filter can be affected by numerous factors including, but not limited to, vessel anatomy and lesion morphology. Furthermore, no damage was reported as being noted during the inspection prior to use. The event appears to be related to operational context in which the device was utilized. The lot history record was reviewed and there are no non-conformances associated with this lot number.

Event description:
Device malfunction: difficulty removing filter. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, while attempting to recover the filter, the shapeable tip recovery catheter would not pass through the stent. The recovery catheter was removed for an additional angle to be placed in the shapeable tip. It was then reintroduced and readvanced to recover the filter successfully. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.